Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of red(B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter in this patient on (B)(6) 2022, the introducer sheath was found cracked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the microintroducer sheath was damaged and split. No blood residue was observed on the sample in the returned photograph. No additional details of the damage could be seen in the returned photograph. While the exact cause of the damage observed on the microintroducer sheath tip in the returned photograph is unknown, possible causes include damage during handling or use.

Event description:
It was reported that when placing the catheter in this patient on (B)(6) 2022, the introducer sheath was found cracked. No other information was provided.